Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses listed on the event date 18-oct-2023 in the pump history file on svn (B)(4). 10/18/2023 01:08:28.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 0.8, bolusamountdelivered = 0.8. 10/18/2023 06:00:24.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 0.7, bolusamountdelivered = 0.7. 10/18/2023 07:26:58.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 4.2, bolusamountdelivered = 4.2. 10/18/2023 11:51:29.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 2.3, bolusamountdelivered = 2.3. 10/18/2023 12:08:08.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 5.1, bolusamountdelivered = 5.1. 10/18/2023 16:43:40.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 3.1, bolusamountdelivered = 3.1. 10/18/2023 17:09:04.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 2.1, bolusamountdelivered = 2.1. 10/18/2023 23:09:29.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 4, bolusamountdelivered = 4. Please see below for the daily total of all insulin delivered on the event date 18-oct-2023 in the pump history file on svn (B)(4). 10/19/2023 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 10/18/2023 00:00:00.000, dailytotalofallinsulindelivered = 29.3, dailytotalofbasalinsulindelivered = 7, dailytotalofbolusinsulindelivered = 22.3. There were no auto suspend (12) alarm noted in the pump history file. There were no user suspended alarm noted on the event date 18-oct-2023 in the pump history file on svn (B)(4). There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 18-oct-2023 in the pump history file on svn (B)(4). Please see data pertaining to svn (B)(4) event date 02-oct-2023 below. Please see below for the boluses listed on the event date 02-oct-2023 on svn (B)(4). 10/02/2023 00:37:54.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 0.1, bolusamountdelivered = 0.1. 10/02/2023 06:51:27.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 2, bolusamountdelivered = 2. 10/02/2023 07:38:40.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 5.7, bolusamountdelivered = 5.7. 10/02/2023 12:06:06.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 3.9, bolusamountdelivered = 3.9. 10/02/2023 12:16:54.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 5.4, bolusamountdelivered = 5.4. 10/02/2023 14:04:34.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 0.9, bolusamountdelivered = 0.9. 10/02/2023 16:43:19.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 3, bolusamountdelivered = 3. 10/02/2023 17:35:23.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 4, bolusamountdelivered = 4. Please see below for the daily total of all insulin delivered on the event date 02-oct-2023 in the pump history file on svn (B)(4). 10/03/2023 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 10/02/2023 00:00:00.000, dailytotalofallinsulindelivered = 31.775, dailytotalofbasalinsulindelivered = 6.775, dailytotalofbolusinsulindelivered = 25. There were no auto suspend (12) alarm noted in the pump history file. Please see below for the user suspended alarm listed on the event date 02-oct-2023 in the pump history file on svn (B)(4). 10/02/2023 13:05:28.000 insulindeliverystopped. Reasonforinsulindeliverysuspension = user suspended. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 02-oct-2023 in the pump history file on svn (B)(4). 09/28/2023 20:23:00.000 alarmalertnotification, faultnumber = low battery alert (104). 09/28/2023 22:45:15.000 batteryremoved. 09/28/2023 22:45:15.000 alarmalertnotification, faultnumber = battery removed (84). 09/28/2023 22:47:19.000 batteryinserted. Earliest power data available per the power management tool/detail trace file is on 10/21/2023 12:12:00 pm. There was no power data available for the date of 09/28/2023. Unable to check power data for low battery alert. However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert (104) unknown. The pump passed the functional testing. Unable to confirm alleged high bgs. No current code/category not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the blood glucose value was 800 mg/dl at the time of the event. It was reported that the pump was not working and the customer was admitted to the hospital and visited to emergency room. The customer experienced feeling sick/unwell during hospitalization. Troubleshooting was partially performed. It was unknown whether the customer used the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. The customer discontinued the use of the insulin pump and it will be returned for analysis.